Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977d260, lot# va0tvp2013, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device; product ID: 977d260, lot# va14blb016, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional. The implant date of the trial leads and baseline weight of the patient were reported. Trial leads were not retained for return. The patient's relevant medical history includes peripheral neuropathy, idiopathic neuropathy and back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported it was not documented which lead migrated.

Manufacturer narrative:
Other applicable components are: product ID: 977d260, lot# va0tvp2013, explanted: (B)(6) 2016, product type: screening device. Product ID: 977d260, lot# va14blb016, explanted: (B)(6) 2016, product type: screening device.

Event description:
Information was received from a healthcare professional of a clinical study regarding a trial patient. It was reported that one lead migrated during the trial which resulted in weaker stimulation. During the trial lead removal visit on (B)(6) 2016, it was noted that the right lead migrated. There was no intervention taken as the trial was complete. There was no further patient complication reported as a result of the event. The patient reported 70% pain relief during the trial and elected to proceed with the implant.